Event description:
It was reported the customer was having unexplained high blood glucose. The mother reported that her son's blood glucose would range from 380 mg/dl to 400 mg/dl. The mother also reported an incident where they had to change the son's infusion site for three consecutive days because of his high blood glucose. The customer's blood glucose was 312 mg/dl at the time of the call. The customer had treated for their blood glucose with a bolus delivery. Troubleshooting found the insulin pump passed all functional testing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)